Event description:
It was reported that the charger for an ilet bionic pancreas stopped functioning as expected; the black and white (b&w) ilet charging cradle¿s indicator light illuminated briefly and then turned off, and the issue persisted across outlets, leading to shipment of a replacement charging kit while the ilet retained about half charge and backup therapy was confirmed. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no need for medical care. Investigation included customer communication and troubleshooting that verified the behavior and power source. Investigation of this case revealed a suspected malfunction of the external charging cradle consistent with a power or indicator fault in the charger assembly. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charging accessory.

Manufacturer narrative:
Initial.